Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739 - gas exchanger. Health effect - impact code: 2645 - no patient involvement. Heatlh effect - clinical code: 4582 - no clinical signs, symptoms or conditions . Medical device problem code: 1120 - contamination. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, they noticed a small hair along the top rim of the side of the oxygenator just above the measurements. No patient involvement. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 26, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10,11, 3331, 4238, 25) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #3: 3331 - analysis of production records investigation findings: 202 - inappropriate material investigation conclusions: 25 - cause traced to manufacturing the returned sample was visually inspected upon receipt. It is confirmed that there is a hair caught between the reservoir lid and reservoir housing. A representative retention sample from the lot number was inspected and confirmed to not have any foreign materials within it. All capiox units are 100% visually inspected in process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Foreign material contamination.